Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with 550:320:654 error code was not confirmed or reproduced by technical services. However, the failure code was found in the event history log review. The user interface module printed circuit board (uim pcb) was replaced as a precautionary after no problem found with speaker harness, volume harness and p12 connector. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90.

Event description:
The facility reported a colleague infusion pump with failure code 550:320:654. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time. The user interface module software version of this pump is currently unknown.